Event description:
The customer reported that the roller clamp is not closing off all the way and that fluid continues to drip. No harm or injury was reported. The customer reported three defective devices but did not provide any further info or clinical details for the additional events. Therefore, this single form fda3500a will be submitted for this complaint.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. If more info becomes available, a f/u report will be submitted. Eval conclusions: a f/u report will be submitted if more info becomes available.